Event description:
On (B)(6) 2011: customer reports that while booting up the system the boot up process stopped halfway through and they were unable to start the stone manipulation procedure. The pt (age and gender unk) was on the table at the time of the failure. Pt was moved to a back-up room where the procedure was completed without further incident. No pt injury to report.

Manufacturer narrative:
Field service engineer (fse) troubleshot and found the iapdb pcb was not working which caused the infimed to stop during boot sequence with the message 'device not recognized'. Fse replaced the iapdb pcb and checked system for proper operation. System passed checkout procedures and was returned to full service by customer.